Manufacturer narrative:
Pt weight not available from site. System performed as designed; per report, user error contributed to the event.

Event description:
Medtronic rep reported that the site alleged navigation inaccuracy of 2cm after having moved the pt's head, causing the frame to move also. In response, they re-registered and continued as planned with no negative impact to the pt.